Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the anvil disengaged either fully or partially from the device. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic sigmoidectomy, after seating the anvil in the proximal colon, inserting the circular stapler through the anus and advancing the center rod through the rectal staple line, he mated the anvil to the center rod until the orange band was covered. The surgeon began to close/approximate the anvil to the staple handle by turning the black knob. After several turns, but well before the anvil closed to the handle, the anvil popped off/disengaged the center rod. Surgeon then opened the stapler to inspect the anvil/center rod connection. The surgeon noted that the anvil was not connected and the orange band was showing. He then reconnected the anvil to the center rod ensuring that the orange band was covered. Upon inspection, he then attempted to close/approximate the anvil to the stapler. Surgeon second attempt to close/approximate resulted in the same issue as the initial try. As he turned the knob to close, the anvil disengaged from the center rod. Surgeon then opened the stapler again, removed the handle and then decided to use a second staple handle to mate it to the first staple handle anvil that was still seated in the proximal colon. Upon removal of the first staple handle, he noted that the rectal stump tissue had trauma from the opening and closing of the initial circular staple handle and he was concerned he may not be able to insert the center rod exactly where the original center rod pierced the tissue. Surgeon then used two robotic staple loads to transect additional rectal tissue to prepare for the anastomosis. The extra effort to create the healthy anastomosis added an addition 45 mins but the there was no further issues.